Event description:
During a leadless pacemaker (lp) implantation procedure, the lp would not release from the delivery catheter. Additionally, it was not possible to dock the lp to the delivery catheter. The lp was explanted by fully rotating the catheter body. Upon explant it was found that the delivery catheter tethers had fractured and broke off in the patient. A new lp system was selected and implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported event of separation failure and connection problem were reported to abbott and not confirmed. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
Additional information was received that the tethers were not free floating in the patient but were attached on the lp.